Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. The device is out of order, there are a three green leds and a constant red pit button, meaning that the device cannot connect to the network. Another investigation is ongoing, results are not available yet.

Event description:
Reportedly, on 28-may-2025, the smart spot does not detect the device. When the telemetry head is placed over the device, the monitor does not flashes. Rebooting the monitor or trying for a long period of time did not resolve the issue.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event since it is out of order and unable to connect to network. The smart spot is unable to connect to network because its sim card is deactivated. Review of the event log shows that this monitor has not connect to back-office since october 2021, therefore, the sim card deactivation is expected. No general malfunction is suspected with the device. This case is retained and utilized for trend purpose.

Event description:
Reportedly, on (B)(6) 2025, the smart spot does not detect the device. When the telemetry head is placed over the device, the monitor does not flashes. Rebooting the monitor or trying for a long period of time did not resolve the issue.